Event description:
Information was received from the patient currently receiving intrathecal dilaudid (hydromorphone) and previously receiving saline via an implantable pump for non-malignant pain. The patient reported that his pump ran dry and they put saline in it until they could get the drug ordered. Patient stated they went through 4 or 5 days worth of pretty bad withdrawals. Patient said they finally got the pump refilled couple weeks ago and they were scheduled to to have pump replaced on october 9th 2025 but the pump kept beeping. Patient mentioned they only hear the beep when everything was quiet. Patient stated the healthcare provider checked the pump in the last 2 weeks and they did not see any alarm on the pump. Patient stated he moved from pennsylvania to florida. Agent asked patient if the beeping was a single toned beep and patient said yes, it was a single tone. Agent had patient navigate the personal therapy manager (ptm) and ptm was showing eri (elective replacement interval) code 8615, july 30, 2025 on the ptm. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the patient indicated that the patient's pump ran empty and they continued getting a single beep. It was also reported that the patient's pump was "5 years expired before I got it replaced". The patient started getting "double beeps". The patient went through substantial withdrawals.

Manufacturer narrative:
H6. Device code a1601 does not apply to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that their pump was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reported that they were told that the pump¿s end of life was 5 years and their doctor in pennsylvania wanted to replace it no later than the end of july, but their new doctor said they had plenty of time and then the pump shut down on october 30th. The patient went to the ER (emergency room) and was put in the ICU (intensive care unit) and then had the pump replaced. When the pump shut down, it started doing double beeps. After the refill, it was a single beep signaling that the pump was getting ready to shut down. The patient included that they would rather have the pump replaced 3 months early than 1 day late because they went through major withdrawals.

Manufacturer narrative:
H6. All device codes applicable to this event have been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.